Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial head did not fit onto trial neck due to damage of the metal o ring, trials all need replacing off consigned kit, hana table femoral bolster and perineal post padding needs replacing due to ripping of rubber.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information received as per engineer¿s assessment the reference the other four neck segments which are still in good order and are functioning as they should that these four neck segments l94003, l94005, l94006 and l94007 be returned to the field.